Event description:
It was reported that after the implant procedure of this right ventricular (rv) lead a fluoroscopy was performed, and it was noted that the helix got retracted, however, the parameters remained in range. The patient remained under monitoring. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.